Event description:
It was reported that an empty 1 liter eva bag leaked in the joint of the bag's seam. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a leak was confirmed as a port tube seal leak. The cause of the reported condition is associated with a manufacturing issue. A CAPA was opened to address this issue. If any additional relevant information is received, a supplemental MDR will be sent.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.